Manufacturer narrative:
Ref comp #(B)(4).

Event description:
This supplemental MDR is being submitted to provide additional information previously reported in the original MDR submission on 02/05/2025 under MDR report #1000513161-2025-00005 for complaint (B)(4). Upon further investigation, the following details have been updated. On 12/03/2024 two complaints were created for the same site "(B)(6)" and reported the same xl flex coil issue, complaint (B)(4) and complaint (B)(4). The issue in the complaint (B)(4) was "patient burn". During the investigation of complaint (B)(4), it was determined that there was no serious injury as it was determined after the incident there was a minor burn treated with ice pack. Coil to be serviced as normal. Therefore, no MDR was filed for complaint (B)(4).

Manufacturer narrative:
Ref comp #(B)(4). Upon investigation, the coil with serial number #(B)(6) was replaced with the coil serial number #(B)(6). A thorough qa check was conducted, and the results show that the snr is within acceptable limits, image quality is normal, and prescan data is also within standard parameters.

Event description:
On 02/04/2025, fujifilm healthcare americas corporation became aware of a safety issue for an sys/mr/oasis open+vertex ii in which a flex coil burnt the patient, they see exposed wires on the coil, about 1/2 inch. Initial complaint was received (B)(6) 2024 where it was only reported that the padding on xl flex is torn & exposing the wires. The coil was repaired on (B)(6)2024. Due to the safety issue to the patient fujifilm healthcare americas corporation is reporting this event in an abundance of caution.